Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery when activating the trigger to activate the second point of the truespan reference 228151, lot 6l60716, serial (B)(4) the trigger was locked, and the peek implant did not come out. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The implants were not received along with the gun. Upon visual inspection, the plastic sleeve was found cracked. The red trigger was reviewed and tested, it performed as intended. The pusher rod that places the implants was in good shape; and that no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number: 6l60716, and no nonconformance were identified. According with the visual inspection and the functional test results, this complaint cannot be confirmed. No further procedural details were provided that could determine a root cause for the reported failure. The damage in the sleeve can be attributed when it was over penetrating the needle causing the silicon tube to move and damage, or not inserting the needle to the proper depth for deployment. Based on the IFU-113244, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in (B)(6) that during an anterior cruciate ligament reconstruction procedure on (B)(6) 2021, it was observed that the trigger was stuck that the implant did not come out on the truespan 24 degree peek device. During in-house engineering evaluation, it was determined that the plastic sleeve was cracked on the device. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.